Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was 40 mg/dl and at the time of incident was 73 mg/dl. The customer was treated with the juice. It was stated that the auto mode was active at the time of incident. Troubleshooting was not performed for the low blood glucose. The insulin pump will not be returned for analysis.